Event description:
Patient had a boston scientific implantable cardioverter defibrillator. While getting defibrillated, he heard a pop. He was taken to the operating room where the generator and a lead were replaced. There was no harm to the patient.